Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
It was reported the customer received the following results, with two different aviva meters, within 10 minutes: 4.4 mmol/l (system 1) and 10.7 mmol/l (system 2). On (B)(6) 2015, the customer received the following results, with two different aviva meters, within 10 minutes: 4.2 mmol/l (system 1) and 12.2 mmol/l (system 2). No adverse event reported. The test strip lot number used for system 2 is unknown. Return of the suspect device was requested for evaluation.